Event description:
Pt was on 6 liter simple mask. They became restless, non-responsive to commands and questions. Frothy secretions around mouth. Placed on non-rebreather mask. It did not inflate. Oxygen get up had a 5 in 1 connector with extension. The connection was split in the middle with o2 escaping. Pt had to be intubated.